Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient with an allergy to metals ended use of the lifevest due to the development of a rash under the therapy pads. The patient stated that the end of use was recommended by their doctor because of their allergy, and that the patient will be receiving an ICD instead. The patient indicated that after 2 weeks of not wearing the lifevest, the condition of the irritation had improved.